Event description:
The customer tested blood glucose and received a result of 256mg/dl at 6pm and took medication as normal. At 2:30am the customer passed out. Paramedics were called and they received a result o 29mg/dl. The customer wa given a shot and taken to the hosp. A lab was drawn and the reuslt is unk. At 7am the customer blood glucose was 92mg/dl, they were given orange juice and released at 7:15am. The customer was using expired glucose strips and no controls were in use. A request was made for the return of the suspect device and replacement product was sent.